Event description:
It was reported that smart pass was recently deactivated on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Smart pass reactivation was attempted unsuccessfully due to low r wave amplitudes. Two inappropriate shocks (ias) were also noted previously due to t wave oversensing and noise, leading to vector changes. Technical services (ts) reviewed device data and observed an ias due to morphology changes on the secondary vector, and noise oversensing in the primary vector. Ts provided troubleshooting recommendations. This sicd system remains in-service at this time no adverse patient effects were reported. Additional information was received. An additional inappropriate shock was delivered, and smart pass was noted to be deactivated again. Troubleshooting was performed, including xray, and noise was able to be reproduced in the primary and secondary vector when the patient turned their torso. Technical services (ts) reviewed device data and noted amplitudes on all vectors are below the recommended measurements. In-clinic follow-up was expected to determine a plan for this patient. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in-service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that smart pass was recently deactivated on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Smart pass reactivation was attempted unsuccessfully due to low r wave amplitudes. Two inappropriate shocks (ias) were also noted previously due to t wave oversensing and noise, leading to vector changes. Technical services (ts) reviewed device data and observed an ias due to morphology changes on the secondary vector, and noise oversensing in the primary vector. Ts provided troubleshooting recommendations. This sicd system remains in-service at this time no adverse patient effects were reported.